Manufacturer narrative:
The technician replaced the head panel gas springs to repair the stretcher.

Event description:
Information received indicates, the head section will not lower and is sticking in the raised position.